Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer's blood glucose level dropped to 30 mg/dl and it took long to gave customer bolus. The customer also experienced high blood glucose level of 324 mg/dl. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.